Event description:
Caller alleged imprecision with inratio meter. Results as follows; date: (B)(6) 2010, inr: 1.4. Inr: 2.5. Patient's therapeutic range: 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.